Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer reported the aligners have caused irreparable damage to their bite and alignment, now have an open bite both anterior and posterior which is causing the middle teeth to wear down improperly. Contraindicated.